Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address occlusion alarms, but alarms continued. Customer reverted to manual injections for insulin therapy. Customer reported using supplies more than two days. Tandem customer technical support informed customer that is off-label per the user guide. Customer¿s blood glucose level was 249 mg/dl.